Event description:
Customer reports to have stripped battery cap and is afraid that batteries would not be able to be removed. Customer also reports to have physical damage of insulin pump. Customer reports to have a crack and black spot on display screen. Customer reports that damaged ocurred due to tripping and hitting cement wall. Customer's blood glucose was 107 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. The device also had damaged battery cap coin slot, cracked and bleeding lcd glass.